Manufacturer narrative:
This is the second of 3 records.

Event description:
It was reported that during coil embolization of a ruptured distal right internal carotid artery (ica) aneurysm, during repositioning, a first coil and then the second subject coil proximal section stretched and both main coil broke. There were attempts to retrieve the first coil by 2 different snare devices. A 3rd coil was placed uneventfully. Thrombus formed in the treated vessel after placement of the 3rd coil. Platelet aggregation inhibitor was administered. A stent was placed in the carotid bulb to tackle down two broken coils. Complete coiling of the aneurysm was achieved. Patient clinical condition is unknown at this time.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The complaint information stated that the coil stretched and broke during retraction and repositioning. This led to the stretched coil protruding into the parent vessel which led to thrombosis. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during coil embolization of a ruptured distal right internal carotid artery (ica) aneurysm, during repositioning, a first coil and then the second subject coil proximal section stretched and both main coil broke. There were attempts to retrieve the first coil by 2 different snare devices. A 3rd coil was placed uneventfully. Thrombus formed in the treated vessel after placement of the 3rd coil. Platelet aggregation inhibitor was administered. A stent was placed in the carotid bulb to tackle down two broken coils. Complete coiling of the aneurysm was achieved. Patient clinical condition is unknown at this time.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The complaint information states that the coil stretched and broke during retraction and repositioning. This led to the stretched coil protruding into the parent vessel which led to migration, unretrieved device fragments and thrombosis and subsequent patient complications. Therefore, an assignable cause of operational context has been assigned to this investigation. A medwatch report (mw 5065280) was received on 18-october-2016 regarding adverse events for the subject coils. At the time MFR report # 3008881809-2016-00259 for the 2nd coil was filed with an awareness date of 18-october-it was found out later by the investigation team on 11 january-2017 that MFR report # 3008881809-2016-00259 was a duplicate of MFR report # 3008881809-2016-00170. FDA has been notified in MFR report # 3008881809-2016-00259 of the duplicate issue. A follow up MDR# 3 (MFR #3008881809-2016-00170) is being submitted to provide the additional reformation received in MFR report # 3008881809-2016-00259 which was not previously captured. Henceforth any follow up on this event or additional information will be filed under MFR report # 3008881809-2016-00170.

Event description:
The patient presented with a ruptured large supraclinoid right internal carotid artery (ica) aneurysm with subarachnoid hemorrhage and mild hydrocephalus. During embolization of the aneurysm, the first coil was placed inside the aneurysm but stretched out of the aneurysm and down the vasculature and broke off the delivery wire. Following unsuccessful attempts to retrieve the coil by 2 different snare devices, stenting procedure by buddy wire technique was performed in the carotid bulb of the right ica in order to tackle down the broken coil. The same issue of stretching down the vasculature and breaking occurred with the second coil (subject coil). No attempts to retrieve the second were performed. The third coil was uneventfully placed; however, after the last coil deployment thrombus formation was noted at the treated vessel. Intra-arterial integrilin was given to the patient to treat the vessel thrombosis. The procedure was completed with complete coiling of the aneurysm. The patient had long term deficit with speech, cognitive and linguistic deficits requiring 24 hour supervision for safety. It is unknown if the patient¿s condition post-procedure related to the reported devices malfunction and subsequent thrombosis or to the patient¿s presenting condition before procedure.

Manufacturer narrative:
This is the second of 2 records subject device is not available.

Event description:
It was reported that during coil embolization of a ruptured distal right internal carotid artery (ica) aneurysm, during repositioning, a first coil and then the second subject coil proximal section stretched and the main coil broke. Platelet aggregation inhibitor were administered. There were attempts to retrieve the first coil by 2 different snare devices. Then stenting procedure by buddy wire technique was performed in the carotid bulb in order to tackle down the broken coil. The procedure was completed with complete coiling of the aneurysm. Patient clinical condition is unknown at this time.